Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy'), device breakage ('they removed one fragment from one of the devices during hysteroscopy') and embedded device ('at hysteroscopy device from the other fallopian tube found embedded, not visualized, not removed from uterine horn after salpingectomy') in a 29-year-old female patient who had essure (batch no. 936678) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "because of allergy to nickel the product should not be inserted to her, but nobody informed her". The patient's medical history included parity 3 (third delivery (B)(6) 2011). No relevant past medical-surgical history. Concurrent conditions included nickel sensitivity (confirmed by test in (B)(6) 2005) since 2005. In 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("horrible menstrual period pain") and medical device discomfort ("initial discomfort"). In (B)(6) 2017, the patient experienced device breakage (seriousness criterion intervention required), embedded device (seriousness criteria hospitalization and intervention required), complication of device removal ("part of essure remained in uterus") and procedural pain ("at hysteroscopy, even with partial sedation, the experience has not been forgotten"). In 2017, the patient experienced headache ("headache") and tinnitus ("ringing in ear"). On an unknown date, the patient experienced allergy to metals (seriousness criterion intervention required), heavy menstrual bleeding ("more abundant menstrutions each time"), musculoskeletal pain ("joint and muscular pain"), adnexa uteri pain ("ovarian pain"), abdominal distension ("abdominal bump like pregnancy"), pelvic pain ("pelvic pain"), swelling ("swelling"), myalgia ("muscle pain lower limbs"), dyspareunia ("pain during intercourse") and ear pain ("earache in one ear"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with paracetamol and surgery ((B)(6) 2017: left salpingectomy with essure, partial right essure removal.(B)(6) 2019: hysterectomy and vaginal essure removal attempt in (B)(6) 2017 by hysteroscopy). Essure was removed on (B)(6) 2017. On (B)(6) 2019, the device breakage, embedded device and complication of device removal had resolved. At the time of the report, the allergy to metals, headache and tinnitus had not resolved, the dysmenorrhoea, heavy menstrual bleeding, musculoskeletal pain, adnexa uteri pain, abdominal distension, pelvic pain, swelling, myalgia, dyspareunia and ear pain outcome was unknown and the medical device discomfort and procedural pain had resolved. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, ear pain, embedded device, headache, heavy menstrual bleeding, medical device discomfort, musculoskeletal pain, myalgia, pelvic pain, procedural pain, swelling and tinnitus to be related to essure. The reporter commented: report from lay press ¿the contraceptive essure has stolen part of our health¿. In 2012 essure was inserted. At the beginning there were horrible menstrual pains, then menstrual period became abundant, with muscular, joint, ovaries and head pain. She looked like she was pregnant because of the bump in her stomach. After a preventable allergy reaction, years of aches, and two interventions, she continues having one fragment in the upper part of the uterus. In (B)(6) 2017, hysteroscopy was performed to remove the product in the same manner it was implanted through the vagina, even with partial sedation, the experience has not been forgotten. One fragment from one of the devices was removed, the device from the other fallopian tube was embedded, it was not visualized. On (B)(6) 2017, c-section performed to extract tubes and complete device supposedly. In medical records mentioned, left salpingectomy with essure and partial extraction of right essure via laparotomy. She went out from operation room without pain in head and the ringing in the ear that she had since months, but after a couple of weeks the symptoms came back. A computerized axial tomography evidenced an essure residue in the uterine horn. On (B)(6) 2019 hysterectomy was performed to remove the essure remains with uterus diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement (mmhg) - on (B)(6) 2017: 126/77. Body temperature (degrees celsius) - on (B)(6) 2017: 36.1 degrees celsius. Computerised tomogram - in 2017: a few weeks after bilateral salpingectomy, an essure residue was evidenced in the uterine horn. Gynaecological examination - on (B)(6) 2017: abdomen soft and non-tender, slightly painful. Scar: everting sutures, slight induration on the right side; on (B)(6) 2017: soft non-tender abdomen. Scar looks good. Haemoglobin - on (B)(6) 2017: 11. Heart rate (beats/min) - on (B)(6) 2017: 89 beats/min. Lot number:936678 manufacturing date: 2012-01 expiration date: 2015-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy'), device breakage ('they removed one fragment from one of the devices during hysteroscopy') and embedded device ('at hysteroscopy device from the other fallopian tube found embedded, not visualized, not removed from uterine horn after salpingectomy') in a 29-year-old female patient who had essure (batch no. 936678) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "because of allergy to nickel the product should not be inserted to her, but nobody informed her". The patient's medical history included parity 3 (third delivery (B)(6) 2011). No relevant past medical-surgical history. Concurrent conditions included nickel sensitivity (confirmed by test in (B)(6) 2005) since 2005. In 2012, the patient experienced dysmenorrhoea ("horrible menstrual period pain") and medical device discomfort ("initial discomfort"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("pain during intercourse") and abdominal discomfort ("abdominal discomfort"). In (B)(6) 2017, the patient experienced device breakage (seriousness criterion intervention required), embedded device (seriousness criteria hospitalization and intervention required), complication of device removal ("part of essure remained in uterus") and procedural pain ("at hysteroscopy, even with partial sedation, the experience has not been forgotten"). In 2017, the patient experienced headache ("headache") and tinnitus ("ringing in ear"). On (B)(6) 2019, the patient experienced back injury ("sacral trauma"). On (B)(6) 2019, the patient experienced neck pain ("neck pain"). On (B)(6) 2019, the patient experienced ureteric stenosis ("ureteral stenosis of both kidneys"). On (B)(6) 2020, the patient experienced pharyngitis ("acute pharyngitis") and varicose vein ("both lower limb varicose veins"). On (B)(6) 2020, the patient experienced flatulence ("flatulence"). On an unknown date, the patient experienced allergy to metals (seriousness criterion intervention required), heavy menstrual bleeding ("more abundant menstrutions each time"), musculoskeletal pain ("joint and muscular pain"), adnexa uteri pain ("ovarian pain"), abdominal distension ("abdominal bump like pregnancy"), pelvic pain ("pelvic pain"), swelling ("swelling"), myalgia ("muscle pain lower limbs") and ear pain ("earache in one ear"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with paracetamol and surgery ((B)(6) 2017: left salpingectomy with essure, partial right essure removal. (B)(6) 2019: hysterectomy and essure removal). Essure was removed on (B)(6) 2017. On (B)(6) 2019, the device breakage, embedded device and complication of device removal had resolved. At the time of the report, the allergy to metals, headache and tinnitus had not resolved, the dysmenorrhoea, heavy menstrual bleeding, musculoskeletal pain, adnexa uteri pain, abdominal distension, pelvic pain, swelling, myalgia, dyspareunia, ear pain, abdominal discomfort, back injury, neck pain, ureteric stenosis, pharyngitis, varicose vein and flatulence outcome was unknown and the medical device discomfort and procedural pain had resolved. The reporter provided no causality assessment for back injury, flatulence, neck pain, pharyngitis, ureteric stenosis and varicose vein with essure. The reporter considered abdominal discomfort, abdominal distension, adnexa uteri pain, allergy to metals, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, ear pain, embedded device, headache, heavy menstrual bleeding, medical device discomfort, musculoskeletal pain, myalgia, pelvic pain, procedural pain, swelling and tinnitus to be related to essure. The reporter commented: report from lay press ¿the contraceptive essure has stolen part of our health¿. In 2012 essure was inserted. At the beginning there were horrible menstrual pains, then menstrual period became abundant, with muscular, joint, ovaries and head pain. She looked like she was pregnant because of the bump in her stomach. After a preventable allergy reaction, years of aches, and two interventions, she continues having one fragment in the upper part of the uterus. In (B)(6) 2017, hysteroscopy was performed to remove the product in the same manner it was implanted through the vagina, even with partial sedation, the experience has not been forgotten. One fragment from one of the devices was removed, the device from the other fallopian tube was embedded, it was not visualized. On (B)(6) 2017, c-section performed to extract tubes and complete device supposedly. In medical records mentioned, left salpingectomy with essure and partial extraction of right essure via laparotomy. She went out from operation room without pain in head and the ringing in the ear that she had since months, but after a couple of weeks the symptoms came back. A computerized axial tomography evidenced an essure residue in the uterine horn. On (B)(6) 2019 hysterectomy was performed to remove the essure remains with uterus. On (B)(6) 2010 she went to the family guidance center requesting contraception-implant. M. Nieves bujedo decided for the insertion of the mirena iud - it is not clear if mirena should also be considered a suspect product since it is not clear to us if it was inserted. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement (mmhg) - on (B)(6) 2017: 126/77. Body temperature (degrees celsius) - on (B)(6) 2017: 36.1 degrees celsius. Computerised tomogram - in 2017: a few weeks after bilateral salpingectomy, an essure residue was evidenced in the uterine horn. Shows that there is a highly dense paracentral right anterior punctate image closely related to the anterosuperior part of the uterus with unspecific characteristics. Gynaecological examination - on (B)(6) 2017: abdomen soft and non-tender, slightly painful. Scar: everting sutures, slight induration on the right side; on (B)(6) 2017: soft non-tender abdomen. Scar looks good. Haemoglobin - on (B)(6) 2017: 11. Heart rate (beats/min) - on (B)(6) 2017: 89 beats/min. Ultrasound scan - on (B)(6) 2013: ultrasound control, both normally inserted devices were visualized. X-ray - on (B)(6) 2017: pelvic x-ray report that included: small, nonspecific right pelvic calcification. Lot number: 936678 manufacturing date: 2012-01 expiration date: 2015-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-jul-2021: essure date implanted updated. New events: abdominal discomfort, sacral trauma, neck pain, ureteral stenosis, acute pharyngitis, both lower limb varicose veins, flatulence added. Patient lab data x-ray and ultrasound added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy'), device breakage ('they removed one fragment from one of the devices during hysteroscopy') and embedded device ('at hysteroscopy device from the other fallopian tube found embedded, not visualized, not removed from uterine horn after salpingectomy') in a 29-year-old female patient who had essure (batch no. 936678) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "because of allergy to nickel the product should not be inserted to her, but nobody informed her". The patient's medical history included parity 3 (third delivery(B)(6) 2011). No relevant past medical-surgical history. Concurrent conditions included nickel sensitivity (confirmed by test in (B)(6) 2005) since 2005. In 2012, the patient experienced dysmenorrhoea ("horrible menstrual period pain") and medical device discomfort ("initial discomfort"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("pain during intercourse") and abdominal discomfort ("abdominal discomfort"). In (B)(6) 2017, the patient experienced device breakage (seriousness criterion intervention required), embedded device (seriousness criteria hospitalization and intervention required), complication of device removal ("part of essure remained in uterus") and procedural pain ("at hysteroscopy, even with partial sedation, the experience has not been forgotten"). In 2017, the patient experienced headache ("headache") and tinnitus ("ringing in ear"). On (B)(6) 2019, the patient experienced back injury ("sacral trauma"). On (B)(6) 2019, the patient experienced neck pain ("neck pain"). On (B)(6) 2019, the patient experienced ureteric stenosis ("ureteral stenosis of both kidneys"). On (B)(6) 2020, the patient experienced pharyngitis ("acute pharyngitis") and varicose vein ("both lower limb varicose veins"). On (B)(6) 2020, the patient experienced flatulence ("flatulence"). On an unknown date, the patient experienced allergy to metals (seriousness criterion intervention required), heavy menstrual bleeding ("more abundant menstrutions each time"), musculoskeletal pain ("joint and muscular pain"), adnexa uteri pain ("ovarian pain"), abdominal distension ("abdominal bump like pregnancy"), pelvic pain ("pelvic pain"), swelling ("swelling"), myalgia ("muscle pain lower limbs") and ear pain ("earache in one ear"). The patient was hospitalized from (B)(6) 2017. The patient was treated with paracetamol and surgery ((B)(6) 2017: left salpingectomy with essure, partial right essure removal. (B)(6) 2019: hysterectomy and essure removal). Essure was removed on (B)(6) 2017. On (B)(6) 2019, the device breakage, embedded device and complication of device removal had resolved. At the time of the report, the allergy to metals, headache and tinnitus had not resolved, the dysmenorrhoea, heavy menstrual bleeding, musculoskeletal pain, adnexa uteri pain, abdominal distension, pelvic pain, swelling, myalgia, dyspareunia, ear pain, abdominal discomfort, back injury, neck pain, ureteric stenosis, pharyngitis, varicose vein and flatulence outcome was unknown and the medical device discomfort and procedural pain had resolved. The reporter provided no causality assessment for back injury, flatulence, neck pain, pharyngitis, ureteric stenosis and varicose vein with essure. The reporter considered abdominal discomfort, abdominal distension, adnexa uteri pain, allergy to metals, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, ear pain, embedded device, headache, heavy menstrual bleeding, medical device discomfort, musculoskeletal pain, myalgia, pelvic pain, procedural pain, swelling and tinnitus to be related to essure. The reporter commented: report from lay press ¿the contraceptive essure has stolen part of our health¿. In 2012 essure was inserted. At the beginning there were horrible menstrual pains, then menstrual period became abundant, with muscular, joint, ovaries and head pain. She looked like she was pregnant because of the bump in her stomach. After a preventable allergy reaction, years of aches, and two interventions, she continues having one fragment in the upper part of the uterus. In (B)(6) 2017, hysteroscopy was performed to remove the product in the same manner it was implanted through the vagina, even with partial sedation, the experience has not been forgotten. One fragment from one of the devices was removed, the device from the other fallopian tube was embedded, it was not visualized. On (B)(6) 2017, c-section performed to extract tubes and complete device supposedly. In medical records mentioned, left salpingectomy with essure and partial extraction of right essure via laparotomy. She went out from operation room without pain in head and the ringing in the ear that she had since months, but after a couple of weeks the symptoms came back. A computerized axial tomography evidenced an essure residue in the uterine horn. On (B)(6) 2019 hysterectomy was performed to remove the essure remains with uterus. On (B)(6) 2010 she went to the family guidance center requesting contraception-implant. M. Nieves bujedo decided for the insertion of the mirena iud - it is not clear if mirena should also be considered a suspect product since it is not clear to us if it was inserted. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement (mmhg) - on (B)(6) 2017: 126/77. Body temperature (degrees celsius) - on (B)(6) 2017: 36.1 degrees celsius. Computerised tomogram - in 2017: a few weeks after bilateral salpingectomy, an essure residue was evidenced in the uterine horn. Shows that there is a highly dense paracentral right anterior punctate image closely related to the anterosuperior part of the uterus with unspecific characteristics. Gynaecological examination - on (B)(6) 2017: abdomen soft and non-tender, slightly painful. Scar: everting sutures, slight induration on the right side; on (B)(6) 2017: soft non-tender abdomen. Scar looks good. Haemoglobin - on (B)(6) 2017: 11. Heart rate (beats/min) - on (B)(6) 2017: 89 beats/min. Ultrasound scan - on (B)(6) 2013: ultrasound control, both normally inserted devices were visualized. X-ray - on (B)(6) 2017: pelvic x-ray report that included: small, nonspecific right pelvic calcification. Lot number:936678 manufacturing date: 2012-01 expiration date: 2015-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-jul-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy'), device breakage ('they removed one fragment from one of the devices during hysteroscopy') and embedded device ('at hysteroscopy device from the other fallopian tube found embedded, not visualized, not removed from uterine horn after salpingectomy') in a 29-year-old female patient who had essure (batch no. 936678) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "because of allergy to nickel the product should not be inserted to her, but nobody informed her". The patient's medical history included parity 3 (third delivery (B)(6) 2011). No relevant past medical-surgical history. Concurrent conditions included nickel sensitivity (confirmed by test in (B)(6) 2005) since 2005. In 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("horrible menstrual period pain") and medical device discomfort ("initial discomfort"). In (B)(6) 2017, the patient experienced device breakage (seriousness criterion intervention required), embedded device (seriousness criteria hospitalization and intervention required), complication of device removal ("part of essure remained in uterus") and procedural pain ("at hysteroscopy, even with partial sedation, the experience has not been forgotten"). In 2017, the patient experienced headache ("headache") and tinnitus ("ringing in ear"). On an unknown date, the patient experienced allergy to metals (seriousness criterion intervention required), heavy menstrual bleeding ("more abundant menstrutions each time"), musculoskeletal pain ("joint and muscular pain"), adnexa uteri pain ("ovarian pain"), abdominal distension ("abdominal bump like pregnancy"), pelvic pain ("pelvic pain"), swelling ("swelling"), myalgia ("muscle pain lower limbs"), dyspareunia ("pain during intercourse") and ear pain ("earache in one ear"). The patient was hospitalized from (B)(6) 2017. The patient was treated with paracetamol and surgery ((B)(6) 2017: left salpingectomy with essure, partial right essure removal. (B)(6) 2019: hysterectomy and vaginal essure removal attempt in (B)(6) 2017 by hysteroscopy). Essure was removed on (B)(6) 2017. On (B)(6) 2019, the device breakage, embedded device and complication of device removal had resolved. At the time of the report, the allergy to metals, headache and tinnitus had not resolved, the dysmenorrhoea, heavy menstrual bleeding, musculoskeletal pain, adnexa uteri pain, abdominal distension, pelvic pain, swelling, myalgia, dyspareunia and ear pain outcome was unknown and the medical device discomfort and procedural pain had resolved. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, ear pain, embedded device, headache, heavy menstrual bleeding, medical device discomfort, musculoskeletal pain, myalgia, pelvic pain, procedural pain, swelling and tinnitus to be related to essure. The reporter commented: report from lay press ¿the contraceptive essure has stolen part of our health¿. In 2012 essure was inserted. At the beginning there were horrible menstrual pains, then menstrual period became abundant, with muscular, joint, ovaries and head pain. She looked like she was pregnant because of the bump in her stomach. After a preventable allergy reaction, years of aches, and two interventions, she continues having one fragment in the upper part of the uterus. In (B)(6) 2017, hysteroscopy was performed to remove the product in the same manner it was implanted through the vagina, even with partial sedation, the experience has not been forgotten. One fragment from one of the devices was removed, the device from the other fallopian tube was embedded, it was not visualized. On (B)(6) 2017, c-section performed to extract tubes and complete device supposedly. In medical records mentioned, left salpingectomy with essure and partial extraction of right essure via laparotomy. She went out from operation room without pain in head and the ringing in the ear that she had since months, but after a couple of weeks the symptoms came back. A computerized axial tomography evidenced an essure residue in the uterine horn. On (B)(6) 2019 hysterectomy was performed to remove the essure remains with uterus diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement (mmhg) - on (B)(6) 2017: 126/77. Body temperature (degrees celsius) - on (B)(6) 2017: 36.1 degrees celsius. Computerised tomogram - in 2017: a few weeks after bilateral salpingectomy, an essure residue was evidenced in the uterine horn. Gynaecological examination - on (B)(6) 2017: abdomen soft and non-tender, slightly painful. Scar: everting sutures, slight induration on the right side; on (B)(6) 2017: soft non-tender abdomen. Scar looks good. Haemoglobin - on (B)(6) 2017: 11. Heart rate (beats/min) - on (B)(6) 2017: 89 beats/min. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2021: follow up (medical records) was received from lawyer with more details (plaintiff name, location, age) thus duplicate was detected to record # (B)(4) (medwatch 3500a MFR number 2951250-2018-02471) which will be deleted in bayer safety database after all information was transferred to this record (B)(4) which will be retained. New: reporters added: lawyer, health professional (case medically confirmed), plaintiffs name and initials extended, date of birth added. Medical history added (previously only nickel allergy reported). Essure (batch umber 936678) inserted as definitive contraceptive method (indication added). New events: swelling, pelvic pain, muscle pain, pain during intercourse, earache. Hospitalization (serious criterion added) on (B)(6) 2017 (discharge on (B)(6) 2017) for essure removal by salpingectomy via laparotomy. On (B)(6) 2019 hysterectomy was performed to remove the essure remains with uterus. Outcome of some events and test results added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy'), device breakage ('they removed one fragment from one of the devices during hysteroscopy') and embedded device ('at hysteroscopy device from the other fallopian tube found embedded, not visualized, not removed from uterine horn after salpingectomy') in a 29-year-old female patient who had essure (batch no. 936678) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "because of allergy to nickel the product should not be inserted to her, but nobody informed her". The patient's medical history included parity 3 (third delivery jul-2011). No relevant past medical-surgical history. Concurrent conditions included nickel sensitivity (confirmed by test in jun-2005) since 2005. In 2012, the patient experienced dysmenorrhoea ("horrible menstrual period pain") and medical device discomfort ("initial discomfort"). On 19-dec-2012, the patient had essure inserted. In may 2016, the patient experienced dyspareunia ("pain during intercourse") and abdominal discomfort ("abdominal discomfort"). In february 2017, the patient experienced device breakage (seriousness criterion intervention required), embedded device (seriousness criteria hospitalization and intervention required), complication of device removal ("part of essure remained in uterus") and procedural pain ("at hysteroscopy, even with partial sedation, the experience has not been forgotten"). In 2017, the patient experienced headache ("headache") and tinnitus ("ringing in ear"). On 9-aug-2019, the patient experienced back injury ("sacral trauma"). On 18-sep-2019, the patient experienced neck pain ("neck pain"). On 23-dec-2019, the patient experienced ureteric stenosis ("ureteral stenosis of both kidneys"). On 19-feb-2020, the patient experienced pharyngitis ("acute pharyngitis") and varicose vein ("both lower limb varicose veins"). On 7-sep-2020, the patient experienced flatulence ("flatulence"). On an unknown date, the patient experienced allergy to metals (seriousness criterion intervention required), heavy menstrual bleeding ("more abundant menstrutions each time"), musculoskeletal pain ("joint and muscular pain"), adnexa uteri pain ("ovarian pain"), abdominal distension ("abdominal bump like pregnancy"), pelvic pain ("pelvic pain"), swelling ("swelling"), myalgia ("muscle pain lower limbs") and ear pain ("earache in one ear"). The patient was hospitalized from 10-may-2017 to 14-may-2017. The patient was treated with paracetamol and surgery (10-may-2017: left salpingectomy with essure, partial right essure removal. 30-apr-2019: hysterectomy and essure removal). Essure was removed on 10-may-2017. On 30-apr-2019, the device breakage, embedded device and complication of device removal had resolved. At the time of the report, the allergy to metals, headache and tinnitus had not resolved, the dysmenorrhoea, heavy menstrual bleeding, musculoskeletal pain, adnexa uteri pain, abdominal distension, pelvic pain, swelling, myalgia, dyspareunia, ear pain, abdominal discomfort, back injury, neck pain, ureteric stenosis, pharyngitis, varicose vein and flatulence outcome was unknown and the medical device discomfort and procedural pain had resolved. The reporter provided no causality assessment for back injury, flatulence, neck pain, pharyngitis, ureteric stenosis and varicose vein with essure. The reporter considered abdominal discomfort, abdominal distension, adnexa uteri pain, allergy to metals, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, ear pain, embedded device, headache, heavy menstrual bleeding, medical device discomfort, musculoskeletal pain, myalgia, pelvic pain, procedural pain, swelling and tinnitus to be related to essure. The reporter commented: report from lay press ¿the contraceptive essure has stolen part of our health¿. In 2012 essure was inserted. At the beginning there were horrible menstrual pains, then menstrual period became abundant, with muscular, joint, ovaries and head pain. She looked like she was pregnant because of the bump in her stomach. After a preventable allergy reaction, years of aches, and two interventions, she continues having one fragment in the upper part of the uterus. In feb-2017, hysteroscopy was performed to remove the product in the same manner it was implanted through the vagina, even with partial sedation, the experience has not been forgotten. One fragment from one of the devices was removed, the device from the other fallopian tube was embedded, it was not visualized. On 10-may-2017, c-section performed to extract tubes and complete device supposedly. In medical records mentioned, left salpingectomy with essure and partial extraction of right essure via laparotomy. She went out from operation room without pain in head and the ringing in the ear that she had since months, but after a couple of weeks the symptoms came back. A computerized axial tomography evidenced an essure residue in the uterine horn. On 30-apr-2019 hysterectomy was performed to remove the essure remains with uterus. On 24 / sep / 2010 she went to the family guidance center requesting contraception-implant. M. Nieves bujedo decided for the insertion of the mirena iud - it is not clear if mirena should also be considered a suspect product since it is not clear to us if it was inserted. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement (mmhg) - on 13-may-2017: 126/77. Body temperature (degrees celsius) - on 13-may-2017: 36.1 degrees celsius. Computerised tomogram - in 2017: a few weeks after bilateral salpingectomy, an essure residue was evidenced in the uterine horn. Shows that there is a highly dense paracentral right anterior punctate image closely related to the anterosuperior part of the uterus with unspecific characteristics. Gynaecological examination - on 13-may-2017: abdomen soft and non-tender, slightly painful. Scar: everting sutures, slight induration on the right side; on 14-may-2017: soft non-tender abdomen. Scar looks good. Haemoglobin - on 13-may-2017: 11. Heart rate (beats/min) - on 13-may-2017: 89 beats/min. Ultrasound scan - on 26-mar-2013: ultrasound control, both normally inserted devices were visualized. X-ray - on 07-jun-2017: pelvic x-ray report that included: small, nonspecific right pelvic calcification. Lot number:936678 manufacturing date: 2012-01 expiration date: 2015-01 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-jul-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy"), device breakage ("they removed one fragment from one of the devices during hysteroscopy"), the first episode of embedded device ("the device from the other fallopian tube was embedded and not visualized") and the second episode of embedded device ("after removal of fallopian tubes, part of essure remained in uterine horn") in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "because of allergy to nickel the product should not be inserted to her, but nobody informed her". The patient's concurrent conditions included nickel sensitivity. In 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("horrible menstrual period pain") and medical device discomfort ("initial discomfort"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the first episode of embedded device (seriousness criteria medically significant and intervention required), complication of device removal ("part of essure in uterus") and procedural pain ("at hysteroscopy, even with partial sedation, the experience has not been forgotten "). In (B)(6) 2017, the patient experienced the second episode of embedded device (seriousness criteria medically significant and intervention required). In 2017, the patient experienced headache ("headache") and tinnitus ("ringing in ear"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia ("more abundant menstruations each time"), musculoskeletal pain ("joint and muscular pain"), adnexa uteri pain ("ovarian pain") and abdominal distension ("abdominal bump like pregnancy"). The patient was treated with surgery (in (B)(6) 2017, she underwent a hysteroscopy to remove essure via vagina, in (B)(6) 2017 a c-section was performed to extract the tubes and the complete device supposedly and hysterectomy planned). Essure was removed. At the time of the report, the allergy to metals, device breakage, the last episode of embedded device, complication of device removal, headache and tinnitus had not resolved, the dysmenorrhoea, menorrhagia, musculoskeletal pain, adnexa uteri pain and abdominal distension outcome was unknown and the medical device discomfort and procedural pain had resolved. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, complication of device removal, device breakage, dysmenorrhoea, headache, medical device discomfort, menorrhagia, musculoskeletal pain, procedural pain, tinnitus, the first episode of embedded device and the second episode of embedded device to be related to essure. The reporter commented: case reported from a lay press ¿the contraceptive essure has stolen part of our health¿. In 2012 the patient started to use essure. At the beginning there were horrible menstrual pains, then menstrual period became abundant, with a muscular, joint, ovaries and head pain. She looked like she was pregnant because of the bump in her stomach. After a preventable allergy reaction, years of aches, and two interventions, she continues having one fragment in the upper part of the uterus. In (B)(6) 2017, a hysteroscopy was performed to remove the product in the same manner that was implanted; through the vagina, she referred that even with partial sedation, the experience has not been forgotten. They removed one fragment from one of the devices, she referred that the device from the other fallopian tube was embedded, and it was not visualized. Therefore, three months later a c-section was performed to extract tubes and the complete device supposedly. She went out from operation room without pain in head and the ringing in the ear that she had since months, but after a couple of weeks the symptoms came back. A computerized axial tomography was performed which evidenced an essure residue in the uterine horn. Currently she is waiting for the pre-operative studies to remove her uterus. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in 2017: a few weeks after bilateral salpingectomy, an essure residue was evidenced in the uterine horn. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy"), device breakage ("they removed one fragment from one of the devices during hysteroscopy"), the first episode of embedded device ("the device from the other fallopian tube was embedded and not visualized") and the second episode of embedded device ("after removal of fallopian tubes, part of essure remained in uterine horn") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: circumstance or information capable of leading to device use error "because of allergy to nickel the product should not be inserted to her, but nobody informed her". The patient's concurrent conditions included nickel sensitivity. In 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("horrible menstrual period pain") and medical device discomfort ("initial discomfort"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the first episode of embedded device (seriousness criteria medically significant and intervention required), complication of device removal ("part of essure in uterus") and procedural pain ("at hysteroscopy, even with partial sedation, the experience has not been forgotten "). In (B)(6) 2017, the patient experienced the second episode of embedded device (seriousness criteria medically significant and intervention required). In 2017, the patient experienced headache ("headache") and tinnitus ("ringing in ear"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia ("more abundant menstruations each time"), musculoskeletal pain ("joint and muscular pain"), adnexa uteri pain ("ovarian pain") and abdominal distension ("abdominal bump like pregnancy"). The patient was treated with surgery (in (B)(6) 2017, she underwent a hysteroscopy to remove essure via vagina, in (B)(6) 2017 a c-section was performed to extract the tubes and the complete device supposedly and hysterectomy planned). Essure was removed. At the time of the report, the allergy to metals, device breakage, the last episode of embedded device, complication of device removal, headache and tinnitus had not resolved, the dysmenorrhoea, menorrhagia, musculoskeletal pain, adnexa uteri pain and abdominal distension outcome was unknown and the medical device discomfort and procedural pain had resolved. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, complication of device removal, device breakage, dysmenorrhoea, headache, medical device discomfort, menorrhagia, musculoskeletal pain, procedural pain, tinnitus, the first episode of embedded device and the second episode of embedded device to be related to essure. The reporter commented: case reported from a lay press ¿the contraceptive essure has stolen part of our health¿. In 2012 the patient started to use essure. At the beginning, there were horrible menstrual pains, then menstrual period became abundant, with a muscular, joint, ovaries and head pain. She looked like she was pregnant because of the bump in her stomach. After a preventable allergy reaction, years of aches, and two interventions, she continues having one fragment in the upper part of the uterus. In (B)(6)2017, a hysteroscopy was performed to remove the product in the same manner that was implanted; through the vagina, she referred that even with partial sedation, the experience has not been forgotten. They removed one fragment from one of the devices, she referred that the device from the other fallopian tube was embedded, and it was not visualized. Therefore, three months later a c-section was performed to extract tubes and the complete device supposedly. She went out from operation room without pain in head and the ringing in the ear that she had since months, but after a couple of weeks, the symptoms came back. A computerized axial tomography was performed which evidenced an essure residue in the uterine horn. Currently she is waiting for the pre-operative studies to remove her uterus. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in 2017: a few weeks after bilateral salpingectomy, an essure residue was evidenced in the uterine horn. No lot number or device sample was received in this case. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.